Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system interface board was replaced during service. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the system locked up. There is no report of death or serious injury.